Manufacturer narrative:
Failure analysis: inspected 1 opened/used partial sensor and performed continuity resistance test and sensor failed per specifications. Found sensor bent and electrode separated from cannula tubing.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer¿s high blood glucose level was 425 mg/dl and low blood glucose level were 42 mg/dl and 50 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that the cannula was curved. The insulin pump will be returned for analysis.